Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.

Manufacturer narrative:
Summary of the investigation: with the available information, bsc cannot confirm the clinical observations due to lack of product return. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Device technical analysis: this device was reported to have been shipped to our warehouse in madrid; however, the package with the device could not be subsequently located. As such, technical analysis cannot be conducted. In the absence of technical analysis of the device it is not possible to definitively confirm how the device may have contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Investigation conclusion: the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that this implantable device recorded a code 1003 which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Additional information was received, stating that the device was explanted. There were no patient complications or adverse effects reported.